Event description:
It was reported that the balloon burst. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. No patient complications reported and the patient was stable post procedure.